Manufacturer narrative:
(B)(4). Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had cracks near the battery thread. Customer's blood glucose was unknown. No further information reported.